Event description:
The customer reported that the device failed to op check test where the device failed to shock into a test load. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device failed the op check test where the device failed to shock into a test load. There was no reported pt involvement. The complaint is still under investigation. A follow-up report will be submitted once the investigation is complete.